Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump displayed dim segments. There was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on the returned display board assembly. The returned display board assembly was tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Dim segments were observed on the returned board. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. There was no patient involvement (npi). Device inspection: the customer returned 1 lvp display board assembly p/n tc10004754 in an esd bag. Visual inspection was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the (B)(6) service history record showed the device had a manufacture date of 18feb2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 23oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. A qn database search was performed on the 1 returned display board assembly p/n tc10004754. There are 101 quality notifications opened for tc10004754; however there were no quality notifications related to this complaint.only an lvp display board assembly was provided for investigation.

Event description:
It was reported that the large volume pump displayed dim segments. There was no patient involvement.